Event description:
In 2003, the pt reportedly was not performing well when using the sound processor. The pt was seen at the center. External equipment was exchanged. However, the problem was not resolved. One month later, the pt was seen by a company representative for device evaluation. Testing identified unexpected results with several electrode contacts. Programming adjustments were recommended. The pt continued to be monitored at the center. One month later, the company was notified that surgery to explant the pt's device had been scheduled.